Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown. According to the complainant, the jejunal tube was difficult to flush causing a high pressure alarm on the pump. Attempts to obtain information regarding the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report. Additional information received on (B)(4) 2013: the jejunal tube had been in place for 11 months. The peg/j tube was replaced due to this event. Patient's condition remains unchanged.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown. According to the complainant, the jejunal tube was difficult to flush causing a high pressure alarm on the pump. Attempts to obtain information regarding the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.